Manufacturer narrative:
Returned device was received in good physical condition although the case was bent on the battery cover. During the evaluation of the device, the failure was able to be replicated. It was found to be an intermittent failure. The fault was found to be a corroded battery compartment. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information was received stating there was no patient involvement associated with the event. Adverse event problem (patient code) was updated to reflect this.

Event description:
Information was received that a smiths medical pneupac parapac ventilator does not turn on. No adverse effects were reported.